Event description:
It was reported, after releasing the cross clamp, there was oozing through the graft for 1 1/2 hours even after giving protamine. Finally the oozing stopped completely. There were no consequences to the patient. It is believed the device remains implanted. Additional information has been requested.